Manufacturer narrative:
Additional information was received indicating that the product involved in this event is material number di-150 rather than the reported 397400, a bd connecta extension tube. The updated material number is a product that is handled by the bd customer advocacy group, who is now managing the complaint. The complaint file is being closed, as it is a duplicate.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: no sample or pictures were received for this complaint. Review of DHR could not be performed due that no lot number was provided. According with the statement of complaint we cannot confirm the issue stated by the customer and we cannot assign it as a manufacturing defect, complaint states that samples are but no samples were received or tracking number provided to give follow-up to the issue, this product is no longer produced at bd nogales bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that while using bd connecta extension tubes for infusion, 150 cm, the ¿plastic breaks/crumbles when attaching/detaching causing the infusion fluid to leak. There was no report of injury or medical intervention.